Event description:
An episode stored in device memory is showing abnormal signals. Pacing events are also not visible on the egm. Preliminary analysis indicated reported event most probably resulted from strong external electromagnetic interferences (emi). The physician should inquire about patient¿s activities or environment conditions on (B)(6) 2014 around 9h30 (programmer time) (specific activity, vicinity / use of an electrical appliance ¿). The source of noise should be identified and avoided in the future.

Manufacturer narrative:
(B)(4)

Event description:
An episode stored in device memory is showing abnormal signals. Pacing events are also not visible on the egm. Preliminary analysis indicated reported event most probably resulted from strong external electromagnetic interferences (emi). The physician should inquire about patient's activities or environment conditions on (B)(6) 2014 around 9h30 (programmer time) (specific activity, vicinity / use of an electrical appliance). The source of noise should be identified and avoided in the future.

Manufacturer narrative:
(B)(4).